Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device jammed with malformed clip in jaws. Clip had semi formed and then device jammed- surgeon unable to close handle or fire again. Clip and device returning. Another device opened. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged trigger and broken handle the analysis results found that the instrument  er320 was received partially cycled with the handle broken. The cycle was completed and the trigger was forced to the open position; the device was cycled and no clip was fed, therefore clip formation could not be evaluated. In addition, the shaft did not rotate as intended due to the condition of the broken handle. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger post was found to be broken causing the reported jamming incident. Therefore no conclusion could be reached as to how this damage had occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.